Event description:
The facility reported a colleague infusion pump with a channel failure. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering confirmed this condition as failure code 712:00 and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel failure was confirmed by baxter quality engineering as failure code 712:00. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct the reported condition.